Event description:
The removal was done due to soft tissue irritation. The removal was successfully completed on (B)(6) 2021. This report is for one (1) unk - plates: va-lcp distal radius.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d6b h6: investigation summary: the complaint device (unk - plates: va-lcp distal radius) was not received for investigation. A photo investigation was performed. The image was reviewed, and the complaint condition was not confirmed. After review of the photo provided, no implant malfunction or anything indicative of a device nonconformance was found. This complaint was not confirmed as a photo inspection did not show malfunction of the complaint device and the reported event is related to an adverse event. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR/mre review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. 510k: this report is for an unk - plates: va-lcp distal radius /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the surgeon will be removing a distal radius plate of a currently unknown patient on (B)(6) 2021. Patient status is unknown. No further information is available. Concomitant devices reported: unk - screws: trauma(part# unknown, lot# unknown, qty unknown). This complaint involves nine (9) devices. This report is for (1) unk - screws: distal radius. This report is 9 of 9 for (B)(4).